Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump alarmed no delivery. Customer's blood glucose was 240 mg/dl and it went up to 400 mg/dl, treated with syringe. Customer declined troubleshooting for both the no delivery and high blood glucose. Customer will monitor the device and see if he can resolve the issue. The device is not returning for analysis.